Event description:
The customer reported several milliliters of fluid leaked from probe b and into the reagent carousel and drip tray involving the unicel dxc 800 synchron system. The customer reanalyzed previous patient samples and results were acceptable. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. The customer discontinued use of the instrument and requested service. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) determined reagent probe b wash collar valve malfunctioned; fluid was not vacuumed out of the wash collar. The fse replaced the wash collar valve solenoid and reserved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).